Event description:
Patient underwent generator replacement surgery. The explanted device will likely be discarded and has not been received to date.

Event description:
Clinic notes were received on for patient's generator replacement. Notes indicate that the patient experienced hand shaking and seizures. The physician questioned whether these events could be tied to vns simulator battery. Device diagnostics were performed and are within normal limits. Additional information was received from the neurologist that the prophylactic surgery is required to preclude a serious injury. Patient's seizures were reported to be reasonable because of the vns and the patient was being referred for replacement to continue therapy without interruptions. Patient had one seizure cluster and experienced hand shaking. The neurologist is unclear whether the hand shaking are seizures or not. The seizures have not increased above pre-vns baseline.